Manufacturer narrative:
H.6. Investigation: one sample of model 2420-0500 infusion set was received for quality investigation. The customers complaint that the tubing was broken above IV push hub was verified by visual investigation. Kinking of the tubing at the inlet port of the y-site was observed when investigating the received sample. The customer complaint of leakage was verified by testing of the sample. The sample was visually inspected with no visible defects or damages. Upon priming the infusion set, a leak was identified on the most distal y-stie smartsite inlet orifice. A inspection of the leakage location under magnification revealed that there is a lack of solvent between the tubing and the y-stie smartsite inlet orifice that allowed fluid to leak from the infusion set. No further defects or damages were observed on the infusion set. A device history record review could not be performed on model 2420-0500 because a lot number was not provided by the customer. The root cause identified as incorrect assembly method of set being coiled and pouched prior to solvent fully drying and lack of solvent between the tubing and y-site smartsite inlet orifice. H3 other text : see h.10.

Event description:
It was reported that the gem v/nv 20dp ckv 2ss 117-in 20pk experienced defective/damaged tubing and leakage. The following information was provided by the initial reporter: material no: 2420-0500 (x4) batch no: unknown complaint 2 of 3 part number 2420-0500. I do not have the original packaging so I cannot reference the lot number. This occurred on (B)(6) 2020. Rn noticed tubing was broken above IV push hub. Tubing was not connected to patient. Part number 2420-0500. I do not have the original packaging so I cannot reference the lot number. This occurred on (B)(6) 2020. Tubing was leaking when tubing was manipulated for chemo therapy blood return check. Tubing was replaced and no harm to the patient.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: one sample of model 2420-0500 infusion set was received for quality investigation. The customers complaint that the tubing was broken above IV push hub was verified by visual investigation. Kinking of the tubing at the inlet port of the y-site was observed when investigating the received sample. No further defects or damages were observed on the infusion set. A device history record review could not be performed on model 2420-0500 because a lot number was not provided by the customer. The root cause identified as incorrect assembly method of set being coiled and pouched prior to solvent fully drying. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: one sample of model 2420-0500 infusion set was received for quality investigation. The customers complaint that the tubing was broken above IV push hub was verified by visual investigation. Kinking of the tubing (p/n tc10012940) at the inlet port of the y-site (p/n 12274436 ) was observed when investigating the received sample. No further defects or damages were observed on the infusion set. The root cause identified as incorrect assembly method of set being coiled and pouched prior to solvent fully drying.

Event description:
It was reported that the gem v/nv 20dp ckv 2ss 117-in 20pk experienced defective/damaged tubing and leakage. The following information was provided by the initial reporter: material no: 2420-0500 (x4), batch no: unknown. Complaint 2 of 3: part number 2420-0500. I do not have the original packaging so I cannot reference the lot number. This occurred on (B)(6) 2020. Rn noticed tubing was broken above IV push hub. Tubing was not connected to patient. Part number 2420-0500. I do not have the original packaging so I cannot reference the lot number. This occurred on (B)(6) 2020. Tubing was leaking when tubing was manipulated for chemo therapy blood return check. Tubing was replaced and no harm to the patient.